Manufacturer narrative:
(B)(4). Batch # r94f21. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended and no noise was heard. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested, and the following was obtained: please clarify: tactile feedback. When he squeezed and applied the clip, he said the ¿closure¿ felt weak. He also watched the clips slip off as they were not secure. When he went to rotate the shaft 360 degrees, he could also hear a clicking noise which he mentioned was not normal. Was the device difficult to fire? Almost too easy to fire. Was the device difficult to open? Easy to open.

Event description:
It was reported that the device did not have good tactile feed back and was concerned that the device was reprocessed and wants to have the device analyzed. This was during a laparoscopic sigmoid colectomy. The procedure was completed with this device with no patient consequences reported.